Event description:
It has been reported to us that an ostial dissection of the right coronary artery occurred during a procedure. The exact event details are unk at this time. A number of attempts have been made to obtain additional information; however, all have been unsuccessful.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unk and therefore a review of the device history record can not be performed. If in the future any additional information is provided or the actual complaint sample is returned a follow-up medwatch will be submitted. Device discarded - not returned for evaluation.